Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up revealed device system explanted less than one month after implant due to hematoma and infection. Patient treated with antibiotics. He subsequently developed progressive renal failure requiring hemodialysis. Was doing "reasonably well" when on (B)(6)2010, he had sudden onset of severe sinus bradycardia and respiratory arrest that cascaded into a full cardiac arrest with vt/vf. Despite CPR and emergency measures, patient died. The doctor states that "patient had a severe multiorgan disease and significant cardiomyopathy which he felt was the cause of his demise."

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on (B)(6)2010 revealed the patient had died. Of note, the reportable malfunction is normally submitted via a bimonthy medwatch report submission that would have been due on (B)(6)2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/7/2010 revealed the patient had died. Of note, the reportable malfunction is normally submitted via a (B)(4) medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Evaluation summary (B)(4) helix disengaged from helical channel, defib conductor distorted, blood in/on helix/lobe mechanism (sleeve head). Full lead returned and analyzed. (B)(4) no anomalies found.